Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results from the cobas c 503 analytical unit. Sample 1 initial result was 9.01%, and the repeat result was 6.43%. Sample 2 initial result was 7.48%, and the repeat result was 6.28%. Sample 3 initial result was 8.05%, and the repeat result was 5.24%. Sample 4 initial result was 6.84%, and the repeat result was 5.74%. Sample 5 initial result was 13.9%, and the repeat result was 6.03%. The lower results were believed to be correct as they matched the patient's history.

Manufacturer narrative:
The reagent lot number was 85636501 with an expiration date of 30-jun-2026. The provided qc data shows imprecision and high random results. The analyzer alarm trace showed alarms indicating issues with the cells. Frequent abnormal cell blank errors were visible, as well as abnormal sample aspiration errors for the sample pipettor. The field service engineer found the analyzer was dirty. He cleaned the rinse stations, performed air purges, and cleaned the sample pipette. Hardware checks and precision testing were acceptable. The investigation was unable to determine a specific root cause. The event was consistent with cell overflow combined with blockage in the rinse station.